Event description:
As the physician was removing the endoscopic pouch from the patient's chest cavity, the pouch ripped and spilling a portion of the contents of the cancerous lung specimen back into patient's chest cavity and a portion of the tissue specimen outside of the chest cavity.